Manufacturer narrative:
Additional information b5: the device was used to complete the procedure. Medtronic received additional information that there was a pproximately 100cc of patient blood loss. There was no transfusion required as a result of this leak. The issue was not a leak of plasma. The blood pressure was 72mmhg and pump pressure was 150mmhg. There was no air in the system/tubing. There was no changes made to the input although the device was continued to be used. H6. Patient codes (ime/annex e): this field was updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the fusion oxygenator, the bottom of the oxygenator began to leak. The customer indicated that the box did not suffer any damage. The use of the device was unspecified. No patient complications have been reported as a result of this event. The oxygenator lot numbers associated with the pack are 231850695 and 231851127.